Event description:
It is reported that the pt was revised due to pain and loosening. During the revision it was found that the screw had fractured causing the tibial component to loosen.

Manufacturer narrative:
This report will be amended when our investigation is complete.